Manufacturer narrative:
On 2/17/2020, the product investigation was completed. The physical device was not returned for analysis; however, photographs of the explanted device were received. Upon visual inspection of the pictures, it was observed that the implant was rupture. The photos do not provide enough evidence to determine root cause. Hands-on analysis should provide the evidence necessary to confirm the root cause. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On august 26, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events reported in the initial report. The rupture occurred intraoperatively. There were no reported procedural delays or patient consequences. The type of reportable event has been updated to malfunction. Patient information has been updated to not applicable. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On september 4, 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation of the device, a tear was observed on the posterior view, measuring 3.1 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture during surgery complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative unilateral rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.